Manufacturer narrative:
The navigation system was inspected at the facility. The completed work order found that the software failed testing. There was no response when using the ent software. The issue was resolved by replacing the computer, which was not returned for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during unspecified use. Initially, it was reported that there was "no input" on the monitor when it booted up. Additional information was later provided and indicated that the facility experienced sporadic unresponsive system behavior while using ent software functionality.